Manufacturer narrative:
The provided alarm trace contains several abnormal sample aspiration alarms which may indicate sample quality issues. Based on the provided calibration and qc data, a general product problem was excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient tested on a cobas 8000 e 602 module. The patient has had a prostatectomy. The initial tpsa result was 3.25 ng/ml. The second and third tpsa results were both 0.003 ng/ml, with a data flag. The initial tpsa result was released outside of the laboratory to the patient. The patient did not believe the initial result to be correct. There was no allegation of an adverse event. The tpsa reagent lot was 260729 with an expiration date of 11/30/2018. Calibration and qc results prior to the event were acceptable. After the event, while monitoring the qc results from one specific measuring cell, the customer noted the tumor marker qc had failed. The customer changed the pinch valve tubing and the qc data was back within the acceptable range. The customer has not had any further complaints. The investigation is currently ongoing.